Event description:
A customer reported a minimum fill notification with their pump. The impact on the customer's blood glucose level was not disclosed. The customer was initially guided through steps to resolve the issue by technical support, including reloading the original cartridge and trying a new one, but neither attempt was successful. As a result, the customer was unable to load a cartridge and had to use an alternate insulin therapy method known as mdi. It was decided that the pump would be replaced, and the customer was instructed to put the current pump into storage mode before returning it to tandem for replacement.